Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and determined that the damaged component-gears. Therefore, the reported condition was confirmed. It was further determined that the device had no drive and reduction gearing was defective. The assignable root cause was determined to be due to worn out bearings and gears from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the compact speed reducer device had damaged component - gears. It was further determined that the device had no drive and reduction gearing was defective. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.